Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high, undefined impedances on the lv3 electrode. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.